Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This event was previously reported in manufacturer report number 1415939-2019-00234, for a second suspect medical device. An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of the performance of the likely cause lots, a review of field data, and a review of product labeling. Evaluation of complaint data for the products and likely cause lots identified normal complaint activity. A review of the performance of the likely cause lots did not identify any nonconformances, potential nonconformances, or deviations. The review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. A review of the field data was performed which determined there is no general issue with prism (B)(6) o plus lots 02011n100 and 05013m700. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported an increase in reactive rates for (B)(6) results when processing on the prism. Samples were retested in duplicate and the results were reactive. The customer stated confirmatory testing was nonreactive. Additional testing with western blot and (B)(6) eia was also nonreactive. No impact to patient management was reported.